Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a fall and their ins was replaced which occurred 2-3 years ago. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.